Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one was broke in half') and embedded device ('one half embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation ("other hanging out of my fallopian tube") and device expulsion ("one half embedded in uterus"). The patient was treated with surgery (essure was removed on friday). Essure was removed. At the time of the report, the device breakage, embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patients social media record: device breakage, device dislocation, device expulsion and embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one was broke in half') and embedded device ('one half embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation ("other hanging out of my fallopian tube") and device expulsion ("one half embedded in uterus") and underwent urinary bladder suspension ("bladder sling") and hernia repair ("hernia repair"). The patient was treated with surgery (essure was removed on friday). Essure was removed in 2014. At the time of the report, the device breakage, embedded device, device dislocation, device expulsion, urinary bladder suspension and hernia repair outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, embedded device, hernia repair and urinary bladder suspension to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patients social media record:device breakage, device dislocation, device expulsion and embedded device, bladder sling, hernia repair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: event bladder sling and hernia repair was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one was broke in half') and embedded device ('one half embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation ("other hanging out of my fallopian tube") and device expulsion ("one half embedded in uterus"). The patient was treated with surgery (essure was removed on friday). Essure was removed. At the time of the report, the device breakage, embedded device, device dislocation and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patients social media record:device breakage, device dislocation, device expulsion and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.